Event description:
Patient reported right side "pain in my breasts" and "capsular fibrosis" baker grade unknown. Healthcare professional later reported right side "pain (...) Associated with burning sensation and liquid feeling", capsular contracture "[baker] grade ii", and "implant defect on the right cannot be safely ruled out" diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant defect on the right cannot be safely ruled out."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.